Event description:
A review of service data detected a reportable event. During servicing of charger/modem sn (B)(4) which was returned for routine maintenance, it was discovered that the synchronous buck converter (u603) was burnt. The last patient to use this charger/modem did not report any problems. Sb.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the synchronous buck converter (component u603) on the bedside board was burnt. The root cause for the burnt component cannot be positively identified. No adverse event resulted from the burnt component. The last patient to use this charger/modem did not report any problems.